Event description:
Vo occurred/vascular occlusions [vascular occlusion] case narrative: united states report received from a health care professional via company representative on (B)(6) 2025 and refers to a patient of unknown age and gender who had received rha3 on (B)(6) 2025 for an unknown indication. The patient's medical history was not provided. It was unknown that the patient was allergic to any drug or food. Concomitant medications, and food supplements were not provided. An unknown volume of rha 3 was applied at lips via needle technique. Lot#: 24102jl0 and expiration date: not provided. It was not reported if cannula was used for the administration. On (B)(6) 2025, the patient experienced vo (vascular occlusion) which injector managed. It was unknown if the patient received any treatment for the event or underwent any laboratory or diagnostic tests. At the time of report, outcome of the event vascular occlusion was resolved on unknown date in (B)(6) 2025. The intensity of the event vascular occlusion was not reported. Causality assessment per reporter between event vascular occlusion and rha 3 was not provided. Health effect: clinical code: e2328, obstruction/occlusion this case is linked with mcn# (B)(4) (same reporter). Follow-up information received from hcp via company representative on (B)(6) 2025, included: additional reporter and rha 3 lot number added. Narrative updated accordingly. Company comment: the patient of unknown age and gender presented with vascular occlusion on the same day after rha3 administration. The company assessment was that the causal relationship between vascular occlusion and rha3 was assessed as possible based on the suggestive temporal relationship and biological plausibility. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Vo occurred [vascular occlusion]. Case narrative: united states report received from a health care professional via company representative on 20-may-2025 and refers to a patient of unknown age and gender who had received rha3 on (B)(6) 2025 for an unknown indication. The patient's medical history was not provided. It was unknown that the patient was allergic to any drug or food. Concomitant medications, and food supplements were not provided. An unknown volume of rha 3 was applied at lips via needle technique. It was not reported if cannula was used for the administration. Lot#: not provided, expiration date: not provided. On (B)(6) 2025, the patient experienced vo (vascular occlusion) which injector managed. It was unknown if the patient received any treatment for the event or underwent any laboratory or diagnostic tests. At the time of report, outcome of the event vascular occlusion was resolved on unknown date in (B)(6) 2025. The intensity of the event vascular occlusion was not reported. Causality assessment per reporter between event vascular occlusion and rha 3 was not provided. Health effect: clinical code: e2328, obstruction/occlusion. No additional information was available at the time of this report. Company comment: the patient of unknown age and gender presented with vascular occlusion on the same day after rha3 administration. The company assessment was that the causal relationship between vascular occlusion and rha3 was assessed as possible based on the suggestive temporal relationship and biological plausibility. The company will continue monitoring the benefit-risk profile for the product.